Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The shock impedance was 133 ohms the doctor implanted a transvenous system but left this subcutaneous system implanted. Later, the latitude communicator had a warning light as it was trying to still connect to the subcutaneous system. This happened because the subcutaneous system had been programmed off. There were no additional adverse patient effects.